Event description:
It was reported that during a new permanent implant procedure, the physician discovered an open wound, as a previously implanted lead was visible through the skin. The physician found an abscess and removed it. The previously implanted lead was removed as a result. A culture was performed and tested positive for staphylococcus aureus. The patient was hospitalized and will undergo vacuum assisted closure therapy to treat the wound site.

Manufacturer narrative:
The explanted lead was returned to bsc and analyzed. Visual inspection found that the lead was cleanly cut into two pieces. This type of damage is due to the typical explant procedure and is not considered a failure. The instructions for use were reviewed and the labeling found that infection is listed a known risk when implanting a pulse generator as part of a system to deliver spinal cord stimulation. With all available information, bsc concludes that the reported event is a known inherent risk of device use.

Event description:
It was reported that during a new permanent implant procedure, the physician discovered an open wound, as a previously implanted lead was visible through the skin. The physician found an abscess and removed it. The previously implanted lead was removed as a result. A culture was performed and tested positive for staphylococcus aureus. The patient was hospitalized and will undergo vacuum assisted closure therapy to treat the wound site.